Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving endovascular treatment of a chronic total occlusion within the left iliac artery, a micropuncture transition less stiffened cannula access set leaked air from the needle hub. After an unsuccessful left brachial approach, the user attempted retrograde access via the femoral artery. The mpis set¿s needle was used to puncture the vessel, and another manufacturer¿s 2.5-milliliter luer-locking syringe was attached to the needle hub to confirm needle placement. Upon application of negative pressure, an air leak was noted. Per the user, the needle hub was the only possible entry point for air. The hub was not visibly cracked, and the user could not confirm if the hub was loose. Another mpis set from a different lot was used to complete the procedure without any issues. The patient did not experience any adverse effects due to this event.